Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebz0534 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported there was fluid leaking after pre-rinsing of the catheter for the patient and it was found that the catheter disconnected when the catheter was inspected. Device was not used on the patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak was unconfirmed because the reported event could not be replicated. One 5fr d/l powerpicc solo was returned for investigation. The PICC was received in two segments. The proximal segment consisted of the luer adaptors, extension legs, bifurcation and d/l tubing that extended to the 43cm depth mark. The stylet wire was received in the proximal catheter segment. The stylet had been retracted through the t-lock extension set, which is typical for the catheter trimming process. Bends in the stylet wire caused bends in the catheter between the 5 and 21cm depth marks and at the 31 and 35 cm depth marks. The distal catheter segment consisted of a 12.5cm segment that extended from the 43cm mark to the manufactured cut at the distal end of the stylet. A functional test revealed that the catheter segments were patent to infusion and no leaks were observed when the tubing was pressurized. The adjoining surfaces of the catheter were microscopically examined and were noted to be glossy and striated, which is indicative of a cut made with a sharp instrument. The complaint was unconfirmed since no leaks could be replicated and since no disconnections were observed in the catheter, other than the cut made at the 43cm depth mark when the catheter was trimmed to length. A lot history review (lhr) of rebz0534 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported there was fluid leaking after pre-rinsing of the catheter for the patient and it was found that the catheter disconnected when the catheter was inspected. Device was not used on the patient.